Manufacturer narrative:
Patient: dissection is addressed in the provided IFU. Device: dissection is addressed in the provided IFU. No product or images were returned to assist in the investigation. Each coda balloon is shipped with instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The IFU provides details concerning balloon inflation and the inflation parameters. At this time there is no indication that a design or process induced failure of the device resulted in the reported rupture. Pt anatomy (calcification, disease, etc.) And user technique likely contributed to the reported rupture. Inflation outside of the graft material may increase the risk of vessel rupture. Intervention as a result of the dissection was not reported. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
Stent graft placement was performed on (B)(6) 2011. Final angiography revealed type I endoleak. Then ballooning with the coda balloon catheter was performed to secure the stent graft. It was confirmed endoleak was resolved, but proximal neck was dissected. The physician decided to take follow-up observation. On (B)(6) 2011, the pt recovered and was discharged from the hospital. The pt is fine.